Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Information received from the (B)(4) indicated that a patient experienced restenosis after having a coronary artery stent implanted. The patient's history is significant for angina, previous pci ((B)(6) 2010), hyperlipidemia, hypertension, lvef (B)(4), mi ((B)(6) 2010), diabetes, gout, and allergy to penicillin and oxycodone. The indication for the index procedure was unstable angina pectoris and a staged procedure after stemi. The target lesions were the proximal left anterior descending (lad) and the proximal to distal circumflex (cfx). The cfx was treated first and was described as de novo, 80% stenosed, 3mm in diameter and 5mm in length. The lesion was pre-dilated followed by the deployment of a 3.0mm x 8.0mm cypher stent at 16 atms. The proximal lad and the proximal circumflex were 70% stenosed. The prox lad was treated with an abbot xience 3.5 x 15mm stent and the prox cfx was treated with a 3 x 12mm xience stent. Post-procedure stenosis was 0% in all lesions. The patient was discharged the following day. Approximately a month later, the patient had a planned staged procedure ((B)(6) 2010). The target lesion was the proximal and mid rca. The mid rca was treated with a 3.5 x 28mm promus stent and a 3 x 15mm abott stent (abbott). The proximal rca was treated with a 3.5x 28mm abbott promus stent. The patient was discharged 2 days post-procedure. Approximately 7 months post-procedure, the patient had a ptca in the proximal circumflex and the 1st om. The lesion was noted to be within 5mm of the previously implanted cypher stent in the distal cfx, the event was treated with the implant of another drug eluting. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Restenosis is a known potential adverse event associated with implanting coronary artery stents and the progression of disease. Review of the information provided suggests that the patient's medical history and the progression of cardiovascular disease may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action will be taken.

Event description:
The report is from the (B)(4) study. The patient was a (B)(6) male with a history of angina, previous pci ((B)(6) 2010), hyperlipidemia, hypertension, lvef 30-39%, mi ((B)(6) 2010), diabetes, gout, and allergy to penicillin and oxycodone. Indication for the index procedure was unstable angina pectoris and a staged procedure after stemi. The target lesions were the prox lad and the prox to distal circumflex. The distal circumflex was treated first. The vessel diameter was 3mm and the lesion length was 5mm. The lesion was de novo and 80% stenosed. Lesion classification was a. The lesion was pre-dilated with a 3.5 x 10mm balloon at 12atm. A cxs08300 was deployed at 16atm. The proximal lad and the proximal circumflex were 70% stenosed. The prox lad treated with an abbot xience 3.5 x 15mm stent and the prox circ was treated with a 3 x 12mm xience stent. Post-procedure stenosis was 0% in all lesions. The patient was discharged the following day. Approximately a month later, the patient had a planned staged procedure ((B)(6) 2010). The target lesion was the proximal and mid rca. The mid rca was treated with a 3.5 x 28mm promus stent and a 3 x 15mm abbott stent (abbott). The proximal rca was treated with a 3.5x 28mm abbott promus stent. The patient was discharged 2 days post-procedure. Approximately 7 months post-procedure, the patient had a ptca in the proximal circumflex and the 1st om. The target was noted as target vessel, non-target lesion. A drug eluting stent was implanted. Additional info received 5/13/2011: the stenosis was within 5mm of the cypher stent. The relationship to the index procedure and stent were changed to possible. Target type of lesion treated was changed to target lesion. Additional info received 5/19/2011: approximately a month post index ((B)(6) 2010), the patient had bradycardia. A temporary venous pacing was used to treat the event and resolved without sequelae 2 days later. The event was noted as not related cypher.